Manufacturer narrative:
Physio-control further evaluated the removed power pcb assembly. The further cause of the reported issue could not be determined.

Event description:
A third-party service agent contacted physio control to report that their customer's device would not power on. There was no report of patient use associated with the reported event.

Manufacturer narrative:
The device was not returned to physio-control. A third-party service agent evaluated the customer's device and verified the reported issue. After replacing the power pcb assembly, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Device evaluated by the third party agent.

Event description:
A third-party service agent contacted physio control to report that their customer's device would not power on. There was no report of patient use associated with the reported event.